Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5 x 12 trek. Guide wire: balance middleweight. Guide cath: 6 fr guide. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the outer member, and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon. The distal end of the stent implant was 1 mm distal to the distal marker band and the proximal end of the stent implant was 2.5 mm distal to the proximal marker band. There were flared and stretched struts on the last two rows of struts, on the proximal end of the stent implant. There was a flared strut in the middle portion of the stent implant. There were crimp marks on the balloon suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length and distal and middle stent outer diameter were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. There was a kink in the proximal hypotube shaft 21 cm distal to the strain relief tubing. There was no damage noted to the sds or stent prior to use and since this damage was not reported in the incident information, the stent damage, mislocation, and kink may have occurred during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent mislocation for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Event description:
It was reported that during the procedure in the heavily tortuous distal right coronary artery, the 2.25 x 12 xience nano rx was unable to advance to the lesion. The device was removed from the patient anatomy. A 2.5 x 12 trek dilatation catheter was advanced into the patient anatomy and pre-dilatation was performed. A new 2.25 x 8 xience v rx stent system was advanced in to the patient anatomy and deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was stationary on the balloon. The distal end of the stent implant was 1 mm distal to the distal marker band and the proximal end of the stent implant was 2.5 mm distal to the proximal marker band.